Event description:
It was reported that the customer just received a replacement insulin pump and received a no delivery alarm. The customer stated that she recently changed the infusion set and was attempting to bolus when the alarm occurred. The customer's blood glucose was 245 mg/dl. Assisted customer in performing a five unit fixed prime, and the insulin exited successfully. Customer stated that the cannula was not bent. Explained that there might have been an insertion site related issue related to a bent cannula or occlusion. Advised to change the entire infusion set. Customer stated that she would change the infusion set as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.